Event description:
The customer returned high-definition liquid crystal display monitor to the service center for evaluation related to a separate issue. During testing, the service center identified that serial digital interface cable was not working causing intermittent image. The cable was replaced. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection however, the failure was identified by the information from technical assistance center (tac). A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction is traced to electronic component failure. The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.